Event description:
Dexcom g7 sensor failed for the 5th time in 3 months. The filament remained inside the transmitter instead of piercing the skin. There seems to be a manufacturing defect. This caused continuous monitoring to be affected, and finger sticks are difficult for an 85-year-old on insulin 4 times a day. Referencing reports mw5170478, mw5170479, mw5170480, and mw5170481.